Event description:
It was reported that a device detachment occurred. A 1.25mm rotapro was selected for use. During insertion, the device was fractured/separated. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that a device detachment occurred. A 1.25mm rotapro was selected for use. During insertion, the device was fractured/separated. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection were completed. Inspection of the device found that the sheath was torn 22cm distally from the strain relief. At the sheath tear, there was blood visible within the sheath.